Event description:
It was reported that the li61aor intraocular lens was inserted into the patient's left eye and removed intraoperatively due to a bent haptic noted during insertion. An ez-28 delivery device system was used. The incision was enlarged, but no sutures were used. Another lens of the same model was implanted successfully. Please reference MDR# 1119279-2012-00269 for the intraocular lens.

Manufacturer narrative:
The device was not returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.